Event description:
Caller reported a malfunction on pump, which was identified with a malfunction code but did not cause blood glucose levels to exceed 500 mg/dl, indicating no adverse impact to customer¿s blood glucose level. Technical support provided instructions to reset pump, and caller successfully reset it with no recurrence of the malfunction. Customer was advised to continue using pump and to report if any issues recurred, which was acknowledged and understood by caller.